Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of the ceramic head (insulation beak). The most likely cause is some kind of excessive force. The root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The resection sheath was returned to the service center with a report of the sealing ring was worn and had water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, broken ceramic tip was found. There was no patient involvement.